Manufacturer narrative:
(B)(4) = anvil, incomplete cycle. The analysis results found that one ec60a device was returned with the anvil closed the firing mechanism jammed and with an ecr60g cartridge loaded on the device. The reload was noted to be partially fired 1/2 consistent with an incomplete or interrupted cycle. Furthermore the anvil was noted to be damaged at knife slot area. Additionally the knife was noted to be partially advanced into the lockout region. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. This is consistent with applying a high force to the firing trigger on a locked device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not fire at the second stroke of the first firing with green reload and the jaw of the device could not open. The surgeon cut the tissue and removed the device. Changed hand sewing to complete the procedure. There were no adverse consequences for the patient reported.